Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, non-penetrating nicks, and crease flat. A microscopic analysis was performed which identified four punctured in the anterior side. Based on the device analysis the final assessment is: four puncture openings on anterior due to surgical damage like. Non-penetrating nicks.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contractures is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractures, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.